Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Event description:
On 2/20/2023, it was reported by a distributor via email that an ar-5100-08 graftbolt sheath broke upon impact. This was discovered during a procedure on (B)(6) 2022. Additional information received on 2/23/2023: this was discovered during an acl procedure and completed using another ar-5100-08 graftbolt screw. The sheath cracked on impact but did not break into pieces.